Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a skin reaction with inflammation, dry skin, and yellow discharge on the underside of the sensor. Photos of the reported skin reaction in the complaint record were reviewed. The affected area appears dry and slightly raised, with multiple small bumps or papules scattered across the surface. The redness spread a few inches beyond the sensor footprint. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring or systemic involvement. The patient had various skin reaction over the last 2-3 weeks and was taken to their general practitioner (gp) to have the reaction evaluated. The gp advised removing the sensor and prescribed the patient oral antibiotic (flucloxacillin). There was no documentation of further medical intervention. No other details were provided. At the time of report, the patient¿s condition was unspecified. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.